Event description:
The customer called to report that the act button was not responding properly. Troubleshooting was performed, but the issue could not be resolved. The customer also reported that he experienced a high blood glucose of 331 mg/dl on july 9, and he fell in the bathroom. The customer stated that the paramedics were called for assistance, and was treated for his wounds. The customer stated that his blood glucose was high due to antibiotics he was taking for a foot infection, and that he fell because he lost his balance. Advised the customer that the insulin pump would be replaced due to the unresponsive button. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.